Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that replace sensor now alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a restarted sensor session. However, an early sensor expiration was found and the root cause was determined to be potential patient misuse. The sensor was inserted into the arm on (B)(6) 2019 which is off-label usage of the device. No injury or medical intervention was reported.